Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye with issues noted. The lower seal was not complete and there was seal separation in a small portion. The reported condition was verified. The cause was determined to be related to the positioning of the silicone buffer used in the sealing process in its cavity. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the foil of a minicap blister pack had a small hole in it. This event occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.